Manufacturer narrative:
Device evaluated by MFR: the returned device matches the upn number provided by the customer. Visual inspection shows evidence of corrosion and trace damage across multiple splines. The electrical test was performed and the device passed the test.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is supplier manufacturing execution error as a supplier¿s manufacturing process was not executed as validated. (B)(4).

Event description:
Reportable based on device analysis completed on 5feb2017. It was reported that a intellamap orion was selected to be used in a atrial fibrillation procedure. It was noted that during the procedure "bad tracking" occurred. The physician grabbed another intellamap orion catheter to complete the procedure. The status of the patient was reported to be fine. However analysis of the device reveled corrosion on multiple splines.